Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found kinked, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. The adhesive pad was not returned with the device, however, the adhesive welds were found to be incomplete. Residual blood was found on the adhesive weld fibers; however, no evidence was found that would result in bleeding or bruising to occur at the infusion site; a root cause could not be determined. No leaks were found during testing, and no other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent; patient's mother noticed a large bruise at the site as well. Ketones were tested and results were 1.4. As treatment, a manual injection of insulin was delivered and a new pod was applied.